Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24x hours. The patient reported that the omnipod app also showed high blood glucose levels. A correction bolus was attempted; however their blood glucose level did not decrease. The patient stated that the pod¿s pink slide did move forward and the cannula had appeared normal upon removal of the pod. There was no confirmed redness or swelling at the pod insertion site nor any leakage. No method of treatment was reported. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found tears in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.